Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse evaluated the unit and was able to confirm that there was blood in the pneumatic module. In order to fix the issue, the fse replaced the pneumatic module assy (0997-00-1178). The fse then tested the unit for proper performance and found no further issues. The fse performed all functional and safety checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood in console. There was no patient harm reported.